Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm permanent cautery hook instrument (pch) to perform failure analysis. The instrument was analyzed and found to have a frayed pitch cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The common causes of distally frayed pitch cables are attributed to damage to the cable through external collisions, during transport and/or storage, or during use or reprocessing. When pitch cable breakage occurs, the instrument is immediately inoperable due to loss of functionality. The instrument has tungsten drive cables to transmit motion from the input discs in the housing, through the main shaft, and to the distal instrument tip. These cables are exposed at the instrument tip and control movements at the wrist.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm permanent cautery hook instrument (pch) instrument was found to have an exposed wire. The procedure was completed with no reported patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the exposed wire was confirmed on the grip cable and black cable due to frayed insulation, with no confirmed functional failures, no images available, and the instrument returned for evaluation.